Event description:
A malfunction alarm was reported, identified by the distributor rubin medical aps from denmark, indicating that a customer experienced a recurrent issue on their pump. The customer's blood glucose level did not exceed 500 mg/dl, suggesting there was no adverse impact on their blood glucose level. The customer had independently reset the pump in previous instances, but this was the first time they reported the issue. As a corrective action, it was resolved that the pump would be replaced, and the device is expected to be returned.